Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door issue which was reproduced during evaluation. The force required to secure the door was above expected levels. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump had a "door issue." It was also reported there was no patient involvement.